Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service was down. A field service engineer (fse) replaced the communication sled and docking board, but the issue remained unresolved. Fse then deleted the network driver and rebooted the machine, and the station was successfully connected to the network. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, trauma service was down. The customer stated that this malfunction occurred while dispensing the medication and affected patient care which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.